Event description:
During service the pump failed with a failure code 715. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.